Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was exposed to an MRI. She received 15 motor position encoder error alarms. Her blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.